Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the servers were up and running. The stations were off critical override from the server. A technical support specialist (tss) confirmed that health sight showed no communication issues except for that station, and the database had current timestamps for station communication. The tss corrected two retry errors, but a new error did not resolve. The case was escalated to the product support team to determine whether the error could be corrected or if a disaster recovery step was required. The es team confirmed that the es-related issues had been resolved. The issue was related to third-party dell (hospital team) server hardware, which was resolved after engaging dell support and dispatching a bd se. The tss worked with dell support to identify hardware problems, and dell replaced the system board, cables, and perc controller. The issue was resolved. The system functioned as intended after technical support specialist and hospital team investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user observed bd vm server was offline and all pyxis medstations were on a disconnected state and operating under critical override. Additionally, the pyxis monitoring website used to track machine status was also reported to be down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.